Manufacturer narrative:
.

Event description:
It was reported that during a routine follow up, several aborted shocks due to lead noise were observed. The noise was not reproducible. Sensing had decreased since the last in-clinic check. The lead remains implanted. No symptoms were reported.